Manufacturer narrative:
Correction: please retract this report 2017865-2024-64428. This event is reported in 2017865-2024-64013.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogated. No changes or interventions were reported. The patient condition is not known.